Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Event description:
Patient underwent a tfn procedure of the hip on an unknown date. Postoperatively, the helical blade was noted as cutting out of the femoral head. The long trochanteric fixation nail and helical blade were removed on (B)(6) 2012. Patient was revised to a total hip replacement with a competitors device. The explanted devices were discarded by the hospital. This is the 2nd of 2 reports submitted on this event.

Event description:
Patient reportedly fell in (B)(6) 2010 and experienced a comminuted trochanteric fracture. Patient was implanted on (B)(6) 2010. On (B)(6) 2011 it was noted the blade cut out the femoral head. The family opted out of surgery due to patient age. Severe pain caused the patient to be returned to the or on (B)(6) 2012 for removal of the nail and revision to bipolar hemi arthroplasty.